Manufacturer narrative:
Investigation: inspect returned samples. Analysis and findings: distribution history: the complaint product was purchased from zhuji pengtian medical inc. Manufacturing record review: manufacturing record review not applicable to this product. Incoming inspection review: a review of the incoming inspection record could not be performed as the record could not be located at the time of this investigation. If the incoming inspection record should be located going forward, it will be reviewed, and this complaint amended accordingly. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Corrective actions: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No

Event description:
Blue particle from the casing was seen on camera inside of the patient's uterus. 1216677-2021-00276-1 disposable alligator es-disp-agr (B)(4).

Event description:
Blue particle from the casing was seen on camera inside of the patient's uterus. Disposable alligator es-disp-agr e-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.